Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged stuffed up, dizzy, headache, nasal irritation,sore throat there was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging stuffed up, dizzy, headache, nasal irritation,sore throat related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, and evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The manufacturer observed unknown debris on the inside of the bottom of device and unknown white debris consistent with dust found in filter inlet and on top of blower. The device downloaded event log was reviewed by the manufacturer. There were no errors found. The manufacturer concludes the they could not confirmed the customer allegation and there was no evidence of sound abatement foam degradation/breakdown and no visible damage or functionality failures of the device. But, the manufacturer confirmed evidence of unknown debris on the inside of the bottom of device and unknown white debris consistent with dust found in filter inlet and on top of blower.